Manufacturer narrative:
Qn#(B)(4). Upon review of the complaint information it was discovered that this product code (121610-000080) is not sold in the us; therefore, the initial MDR submitted on 04/19/2021 and the follow-up MDR submitted on 05/10/2021 should be retracted. Corrected data: upon review of the complaint information it was discovered that this product code (121610-000080) is not sold in the us; therefore, the initial MDR submitted on 04/19/2021 and the follow-up MDR submitted on 05/10/2021 should be retracted.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the cuff was inflated to 25 mbar using a calibrated endotest. The cuff would not stay inflated. The area of leakage was observed under magnification and a small cut mark was observed on the cuff. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.

Event description:
It was reported that "the doctor found that the cuff was leakage when doing clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the doctor found that the cuff was leakage when doing clinical setting before using on patient". No patient involvement reported.